Event description:
It was reported by the healthcare provider that this pacemaker couldn't be interrogated. The device had been implanted for over 10 years, but it was unknown whether the battery had depleted. No adverse patient effects were reported.